Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an electrical safety test failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was an electrical safety test failure. The unit was sent to bench repair. The investigation is ongoing.

Manufacturer narrative:
It was reported that there was an electrical safety test failure. The unit was sent to bench repair. At bench repair, the power cord was replaced to resolve the reported issue. Bench repair replaced the power cord to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.